Event description:
A physician reported via literature article to evaluate six-month outcomes from a prospective, randomized study of istent infinite versus hydrus in open-angle glaucoma. This file pertains to the one eye which did not receive a trabecular stent despite three attempts of placement, positioning in the supraciliary space and iris prolapse that required an intraoperative iridotomy. The surgeon decided to abort implantation. The failed implantation also resulted in pas (peripheral anterior synechiae), five days after surgery and dyscoria, three weeks after surgery. There are three medical device reports associated with this report. This is one of the three.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: iqbal ike k. Ahmed, john p. Berdahl, arkadiy yadgarov, george r. Reiss, steven r. Sarkisian jr., sébastien gagné, marco robles, lilit a. Voskanyan, omar sadruddin, dari parizadeh, jane ellen giamporcaro, angela c. Kothe, l. Jay katz, tomas navratil. Six-month outcomes from a prospective, randomized study of istent infinite versus hydrus in open-angle glaucoma: the integrity study. Ophthalmol ther (2025) 14: 1005¿1024. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.